Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a battery error. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 40 mg/dl, which the customer treated with food. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, cracked belt clip slot at the battery tube threads and a cracked reservoir tube lip.